Manufacturer narrative:
Product ID 39286-65, serial# (B)(4); product type lead. (B)(4).

Event description:
It was reported that they could not remove the lead wires from the header block. They removed the setscrew and the 2x8 lead would not release from the header block. They dismantled the header block and the only thing remaining on the lead was the housing that held the setscrew around the 0 electrode, then the housing released from the lead body. The doctor pulled the left side lead out and it was now frayed. They were trying to save the right side of the lead. The leads were locked in and there was no corrosion. It was later noted that the patient had a car accident in 2014 (B)(6) and then developed pain in the left upper extremity, which the previous stimulation system could not cover with stimulation. She also had reflex sympathetic dystrophy syndrome (rsd) in the right arm, which the stimulation was helping. Therefore, the doctor attached the right side of the paddle lead to a new implantable neurostimulator (ins) and implanted a new percutaneous lead to cover the left upper extremity. The cause of the issue was unknown. Due to the issue, the procedure was prolonged. There was possible lead damage to 2 electrodes to the paddle lead still in use because, it showed high impedances after the lead was dismantled from the header block. The patient was well and getting bilateral coverage to upper extremities. It later reported that the patient did not need the ins replaced. The healthcare provider (hcp) told her she did not need the ins replaced but when she woke up from surgery she had a new system implanted without her knowing it. She was going to have the surgery to add another lead to help the left side but got a new system without knowing it. She was not sure why she had the ins replaced since the prior ins was about 2 years old. The patient was not sure what the manufacturing representative (rep) told the hcp when she went to sleep. The rep did not program the new device either.